Event description:
Legal counsel for the patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient underwent a left hip revision on (B)(6) 2013, due to patient allegations of pain, bone and tissue destruction, inflammation, swelling and dislocation. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same patient (reference 1825034-2013-04724/-04725 & 2014-01141/-01142/-01143/-01144).

Event description:
Legal counsel for the patient reported patient underwent a bilateral total hip arthroplasty on (B)(6), 2005. Subsequently, patient's legal counsel further reported patient underwent a left hip revision on (B)(6), 2013 due to patient allegations of pain, bone and tissue destruction, inflammation, swelling and dislocation. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted the left hip revision was due to a dislocation. Medical records further noted the presence of scar tissue, a hematoma, a pseudotumor, swelling on the anterior of his thigh, wear debris, fluid, and a loose stem. All components were removed and a hip spacer was cemented into the acetabulum.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed due to the part/lot information could be: category number - (B)(4), lot number - 580860, expiration date - jun 30, 2012, manufacture date ¿ jun 28, 2002. Or the part/lot information could be: category number - (B)(4), lot number - 132690, expiration date - may 31, 2015, manufacture date ¿ may 12, 2005. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04724 / 04725).